Manufacturer narrative:
The unit was received with the distal end deformed into a loop shape. The deformity is located at 73 cm from the distal end. Two kinks at distal observed at 8 cm & 49 cm respectively. Peeling of the ptfe coating was noted at the location of the kink which was observed at 49cm. An adhesion test performed, slightly scraping the coating with the butt end of a wooden q-tip and no delamination of the coating noted. As the lot number was not provided with the complaint, the device history records review could not be performed. No root cause determination can be made.

Event description:
Reportable based on analysis completed on 4/3/2007. Same event as manufacturer's report #3004878732-2007-00013. It was reported that during a ptca procedure, a flextome cutting balloon catheter became stuck on the choice floppy guidewire. The lesion being treated was located in the right coronary artery (rca). After advancing the flextome cutting balloon, an attempt was made to exchange the choice floppy guidewire; however, the flextome balloon catheter became stuck on the wire. The flextome balloon catheter and the choice floppy guidewire were removed as a unit. There were no patient complications reported, and the procedure was completed with another of the same device. Patient status was reported as 'okay'. Analysis found peeling of the polymer coating on the guidewire.